Event description:
It was reported that the femoral canal tip was fractured during the course of a procedure. No fractured pieces fell into the surgical site. There were no adverse consequences and no medical intervention. A back-up device was used and there was no surgical delay.

Manufacturer narrative:
The device will not be returned to the maunfacturer for evaluation.